Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/discoloration under the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, it is likely that the adhesive around the light guide lens peeled off due to physical stress such as an impact to the tip and or chemical stress as due to chemical solutions used, allowing moisture to enter the lens resulting in corrosion. Because the foreign matter was attached to an area other than the outer surface of the scope, it was not possible to be removed during reprocessing. The issue may be detected/prevented by following the instructions for use which states: -inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: angulation in the up direction is out of standards due to the worn angle-wire, electrical connector is corroded, there is corrosion from control part due to the leakage, corrosion from grip part due to the leakage, the gap on the upward/downward knob is out of standards due to the worn angle-wire, bending section cover adhesive is broken, connecting tube is corrugated, scope cover is discolored, forceps channel port is corroded, suction cylinder is peeled off, and the universal cord is corrugated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope has no angulation when the angulation control knob is turned. The issue was found during preparation for use during a diagnostic procedure. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens inside is discolored. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.